Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 50 mg/dl which was treated by food. Customer's blood glucose level was 122 mg/dl and 137 mg/dl at the time of reporting. Customer was experiencing weakness , fatigue and mental confusion. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.